Event description:
It was reported to tyco healthcare/kendall in 2005 that a customer had problem with foley catheter. According to the customer "balloon on catheter would not deflate when removed from pt. The pt's urethra was traumatized and pt experienced bleeding".